Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. When treatment was finished and cassette door was opened fluid leaked out. There was fluid in the pump module area and on the external cassette. In a follow up, the patient verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler and has been using it with no further issues. The old cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. When treatment was finished and cassette door was opened fluid leaked out. There was fluid in the pump module area and on the external cassette. In a follow up, the patient verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler and has been using it with no further issues. The old cycler is available to return.